Event description:
It was reported by the rep that when the device was used during laparoscopic sigmoid resection procedure, it jammed. Another device was used to complete the case. There was no consequence to the pt.